Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the reported event could not be confirmed. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. The instruction manual instructs the user to reprocess before use. Therefore, omsc determined that the facility did not reprocess the device according to the instruction manual.

Event description:
During a biopsy of bronchial tissue, the subject device was used. It was reported that the device might have been used just after opening without reprocessing. There was no patient injury reported. No further information was provided.